Manufacturer narrative:
The pump passed the displacement test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart, and error test. The pump passed all operating currents tested with in the spec range, and passed off no power test. The pump was received with cracked battery tube thread, broken reservoir tube lip, severely scratched display window, and missing end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer returned their insulin pump for reasons unknown. No further information provided.